Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. It was noted that implantable cardiac monitor exhibited false pause episodes. Programming changes were suggested. There were no adverse consequences to the patient.